Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("hematometra") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2018, the patient experienced uterine spasm ("uterine contractions"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and device expulsion ("one essure insert was more than 3/4 into the uterine cavity/ during removal, one essure insert was seen in uterine fundus on left uterine horn area"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, uterine spasm and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion, pelvic pain, uterine haemorrhage and uterine spasm with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: picture of intra-uterine retention with one essure insert which was more than 3/4 into the uterine cavity. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.